Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter displayed inaccurately low readings compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the meter started reading inaccurately low in (B)(6) 2015, although no results were provided for this time. The patient manages her diabetes with insulin pump therapy. She denied making any changes to her usual diabetes management routine after obtaining the alleged inaccurate results. She also denied that she developed any symptoms as a result of the alleged issue. However, she reported that she was hospitalized and that on (B)(6) 2015, she received treatment from a healthcare professional (hcp) of ¿novolog insulin u100.¿ the patient alleged that she obtained an alleged inaccurately low blood glucose result of ¿278 mg/dl¿ on the subject meter, and ¿350 mg/dl¿ on a hospital meter, performed more than 30 minutes apart. The reported time difference of greater than 30 minutes makes this comparison invalid for the purposes of determining an inaccuracy. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site. This complaint is being reported because the patient claims she obtained alleged inaccurately low readings on the subject meter and reportedly was treated for severe hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.